Event description:
It was reported that during an unk procedure, the devices had the initial clips come out sideways and also malformed. The customer used another like device to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.